Event description:
It was reported that the asymptomatic patient presented for an atrial lead revision due to low impedance measurements. The lead was explanted and replaced. Further tests showed the generator was causing erroneous measurements on leads connected to its atrial port. The generator was explanted and replaced. Patient condition was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.